Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of two (2) non-dehp y-type microbore catheter extension sets was broken. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (expiration date: update to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of the samples was provided for evaluation. Visual inspection of the photograph observed that two sets were outside the primary packaging; an incomplete sealing could be seen in one of the packaging. The reported condition was verified. The cause of the condition was related to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.